Manufacturer narrative:
D10. Concomitant medical products: egia60amt, egia60amt egia 60 artic med thick sulu (lot p5b0599); egia45amt, egia45amt egia 45 artic med thick sulu (lot p5a0966); egia60avm, egia60avm egia 60 artic vasc med sulu (lot p5b0605) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving four reloads, after firing, staple line bleeding was observed. The issue was addressed by reinforcing the line using a laparoscopic clip.

Manufacturer narrative:
Additional information: a1, e1 (street 1, street 2, city, region, postal code), e4 (email), g3, h6 correction: d4 (unique identifier (UDI) #), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.